Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt lost stimulation and her programmer displayed "low ipg". She alleged, she turned off her stimulation in (B)(6) 2012 when her pain had diminished. She reported when her pain returned she attempted to turn on stimulation but her charger had difficulty communicating with the ipg. It was not reported how long the pt had simulation turned off. A replacement charger was unable to resolve the issue. It was reported that surgical intervention will be undertaken to address the issue. No further information is available at this time.